Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined to load a new cartridge and chose to continue using the current one, with plans to follow up if necessary.